Manufacturer narrative:
Correction: subsequent investigation was performed, including the service history review, which indicated that even though the initial root cause was identified as normal wear, the device was returned for service within the recommended service interval timeframe. Therefore, the assignable root cause was corrected from normal wear to premature wear from use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the hose of the motor device was damaged and had a hole in it. It was further determined that the device failed pretest for air pump assessment, loctite and cable assessment, and hand piece temperature assessment. It was noted in the service order that the hose was disconnected in the proximal end of the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.